Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
The manufacturer received information alleging a ventilator had an internal leak. The device was not in patient use.